Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) to report that the patient¿s onetouch ping meter displayed an error 2 message. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that the meter issue occurred on (B)(6) 2016 at 11:40am. The patient manages his diabetes with an insulin pump and the reporter denied that the patient made any changes to his usual diabetes management routine in response to the alleged issue. The reporter detailed that on (B)(6) 2016 at 11:45am the patient developed symptoms of ¿sweaty and shaky¿ however denied that the patient received any treatment. During the call the cca noted that the patient followed the correct testing procedure and that the correct test strips were being used. It was not the first time the meter had been used and there was no apparent misuse of the device. The error 2 message did not present when the power button was pressed and when the patient was walked through a retest the issue was resolved. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.